Event description:
During shift check, the autopulse platform (sn (B)(4) is missing a load cell module and the load plate cover was damaged. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) is missing a load cell module" was not confirmed during visual inspection and functional testing. During testing at zoll, no malfunction was found, and the autopulse platform functioned as intended. Based on values recorded in the archive data, the likely root cause of the reported complaint resulted from the patient's large chest circumference, which was very stiff to compress. There was one missing shoulder screw that might be related to the customer assuming the load cell module was missing. Visual inspection of the returned autopulse platform revealed the load plate cover was missing, thus confirming the secondary complaint. Also, unrelated to the reported complaints. The battery lock was missing, and the top cover, front and bottom enclosures were cracked. The observed physical damages and missing parts appeared to be the characteristic of impacts due to user mishandling. All damaged parts needs to be replaced to address the observed issues. No significant discrepancies were found in the archive data. The autopulse platform passed the initial functional test without any fault or error. Zoll is waiting on customer's approval for service repair.